Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 137 mg/dl and 40's mg/dl. Caller reported customer was experiencing a low blood glucose event during the first reading; treated with a glucagon injection. Test strips have been used up; no product will be returned.